Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera light amber warning was on, it was a system control unit connection error (scu). The scu was not connecting in the network device interface (ndi) toolbox, but the camera worked fine. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735820, serial/lot #: (B)(6). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the scu was replaced. The navigation system then passed the system checkout and was found to be fully functional. H3: the scu was returned to the manufacturer for analysis. Analysis found that as reported, the scu powered up with the amber fault light on. The scu was not detected in the toolbox, and there was no tracking for any of the three ports. Analysis found that the reported event was related to an electrical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.